Manufacturer narrative:
Our quality engineer inspected the 600 representative samples submitted for evaluation. The reported issue of safety mechanism failure was not confirmed upon inspection of the samples. Analysis of the samples showed no broken shields or hub hook breakage. 125 of the 600 samples were subjected to an activation/ locking force test per procedure and all samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Event description:
It was reported that bd needle eclipse 25x1 rb safety mechanism failed it was reported by customer that the safety mechanism "pops off" during activation leaving needle exposed for potential injury verbatim: rcc received a complaint via email. Email(s) attached. Name: facility name: (B)(6). Summary of issue: safety mechanism "pops off" during activation leaving needle exposed for potential injury date of incident: (B)(6) 2025 has the product/packaging been saved? : yes did harm occur to the patient as a result of this product failure?: no manufacturer: bd please provide any other important details, if needed. : 25g x 1 inch tw needle are there photos for this product failure? Yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.